Event description:
It was reported that the device was explanted due to an unknown reason. Reportedly, the device was implanted in 2008. No other details were provided.

Manufacturer narrative:
Device not returned.